Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #58 (power-up vent test failure) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed "electrical test failure code #58" (power-up vent test failed) upon power-up. The company representative replaced the drive manifold assembly (part number 0104-00-0018. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file:(B)(4).